Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Revision surgery is considered but no date has been scheduled yet.

Event description:
After MRI of 1,5 t the user could only hear noise. The user described hearing a 'clic' during the exam and now she has lost all benefit. The team is waiting for the results of the imaging exam and then plans to re-position the screws or re-implant. No date for any further intervention has been scheduled.

Event description:
After MRI of 1,5 t the user could only hear noise. The user described hearing a 'clic' during the exam and now she has lost all benefit. The team is waiting for the results of the imaging exam and then plans to re-position the screws or re-implant. No date for any further intervention has been scheduled.

Manufacturer narrative:
Conclusion: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, as identified by residual gas analysis, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After MRI of 1,5 t the user could only hear noise. The user described hearing a 'clic' during the exam and now she has lost all benefit. The team is waiting for the results of the imaging exam and then plans to re-position the screws or re-implant.